Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with non-sustained right ventricular oversensing due to post-paced t-wave oversensing via merlin@home transmission noted on stored electrogram. Programming changes were discussed and are planned to be made on the next follow-up clinic visit.